Manufacturer narrative:
Our fse (field service engineer was on site to investigate the event. The fse replaced parts such as panel printed circit board, touch screen, expiratory valve and inspiratory pipe due to unit being sucked into MRI machine . Dislodged emc (electromagnetic compatibility) absorbers replaced as well. After that the unit passed all functional and safety checks per factory specifications. Returned to customer and cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked or if the ventilator is placed inside the safety line. The hospital claims to have fulfilled these two conditions however according to the information that is received from the fse, the ventilator was not secured in a strap from the wall. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer ref.#: 315376.

Event description:
It was reported that the ventilator was attracted into an MRI machine. Any patient involvement is unknown. Manufacturer ref.#: (B)(4).